Event description:
Information received by medtronic indicated that the they experienced high blood glucose event. Customer stated that they were using insulin pump with in 48 hours. Customer stated that insulin pump was passed in self test. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained about the unit having high bg on event date of (B)(6) 2022. Tested with a test p-cap and the test p-cap locked in place properly. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and sleep current measurement and self test. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcb2. The following were noted during visual inspection: scratched case, cracked case, cracked battery tube threads, stained keypad overlay, pillowing keypad overlay, cracked battery tube case, serial number label damage, moisture damage.moisture damage was confirmed on pcb2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.